Manufacturer narrative:
Date of event: unknown. Investigation summary: one photo was received by the quality team for investigation. Upon visual inspection of the photo, it can be verified that the safety shield is detached. A device history record review found no non-conformances associated with this issue during production of this batch. Without a physical sample sent in for investigation, we were unable to fully investigate this incident and the root cause cannot be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Investigation conclusion: a, b and c is not applicable as no sample was returned for investigation of this complaint. 2 same photo were returned for investigation. One of the photo is with english translation on the photo. (Refer to figure 1). Figure 1: photos returned. The photo shows that the tether end on the needle hub is detached and end cap has been removed from the flow control plug. As the end cap is not the reported defect of this complaint, it will not be discussed in this complaint report. The photo shows that the tether foil has detached from the needle hub. The actual sample was not returned. The complaint is confirm and product is out of specification. Root cause description: from the photo returned, it was observed that the tether foil has detached from the needle hub. However, as it is not possible to perform any investigation based on the photo return, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Based on cid # (B)(4), CAPA is not required. Complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter safety device broke, leaving the needle exposed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during the positioning that took place at the monteggia IV floor of the milan polyclinic, the safety device broke leaving the needle exposed. The safety mechanism should remain attached and extending completely should allow the safe removal. This part broke up. Tha cap remained in the user hand during the attempt to disengage the spindle, after the procedure the procedure took place. There are no samples of the same lot.